Event description:
(B)(6) study. It was reported that there was a pericardial effusion. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The patient had a successful procedure with the closure device being implanted in the laa of the patient with complete laa seal and deployed device diameter of 24.6 mm. Prior to the procedure and post implant the patient was on apixaban. On (B)(6) 2020, 1 day after the procedure, the echocardiography revealed that the patient had a pericardial effusion. The post implant echocardiography from the day before did not reveal pericardial effusion. The pericardial effusion was small and free flowing without any evidence of hemodynamic compromise. On (B)(6) 2020, a repeat echocardiography reveled trivial pericardial effusion without any significant difference from the previous day. On (B)(6) 2020, the patient was discharged.